Event description:
Spontaneous report. Patient reported that the spring broke while infusing today and would no longer push the medication. Pt was able to complete therapy by manual push. Sn:.(B)(6) lot: s.8430l no interruption to therapy as pt was able to complete by manual push. No adverse event reported due to pc. Defective device is available for return. Device was replaced. No additional information provided. Reported to (B)(6) by: patient/caregiver.